Event description:
The customer contact reported a nondelivery of the secondary line. The pump was programmed to deliver an unspecified medication using a 12ml monoject syringe via the secondary line and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was noted that the secondary line was not delivering. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additonal information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.